Event description:
It was reported that during a laparoscopic cholecystectomy, the two devices would not fire. It was not reported as to how the case was completed. There was no adverse consequence to the patient reported. No additional information is available.

Manufacturer narrative:
(B)(4). Instrument a: antiback up, clip instrument b: batch # f9h96n, exp date: 07/15/2014; jaw/cam. The el5ml (a) was received with the jaws in closed position and with one pear shaped clip jammed in the jaws. Once the jaws were cleared, the device was cycled and one clip partially formed were fed due the antibackup failure; the remaining twelve clips were conforming. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. Finally, the device locked out as intended but the orange indicator did not show up completely. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The analysis results found that the device (b) was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining nine clips due the condition of the jaw/cam and then, the device locked out as intended but the orange indicator did not show up completely. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. Possible causes for this found jaw/cam condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.